Event description:
(B)(4). Since I had essure, I have extremely heavy periods, debilitating pain in my pelvic area, extremely bad headaches, lower back pain, chest pain, pain in my joints, neck and legs. Sometimes, I can barely move because of the pain.